Manufacturer narrative:
Implanted date - unknown due to unknown date of event. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during removal of the angio-seal device the suture got torn above the skin. The suture was held by a clamp to ensure it's tight. Hemostasis was achieved by holding the suture. Afterwards the suture was cut below skin level. There was no delay in the procedure. The patient has been treated as intended. There was no significant loss of blood. The type of procedure was a coro using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc's. There were no consequences to the patient. It was a right femoral artery puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).